Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004. It was reported that following insertion the patient experienced pain, infection, urinary problems, and recurrence. It was reported that patient underwent mesh removal on (B)(6) 2005 due to tightness of mesh concurrently with implantation of boston scientific lynx. It was reported that the patient underwent mesh removal on (B)(6) 2011 due to collapse of the vaginal wall concurrently with implantation of ams monarc. It was reported that the patient underwent a hysterectomy in 2005. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and a boston scientific lynx was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.